Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited poor capture threshold. Upon reposition, it was noted that the helix of the rv lead failed to extend. The rv lead was discarded and replaced on (B)(6) 2025. The patient was in stable condition.